Event description:
It was reported that the patient presented to the hospital yesterday for a device change out due to normal eri. The patient's atrial lead was known to be having issues, low impedance, high capture thresholds and oversensing. The physician elected to cap the lead during change out (B)(6) 2017. The patient did not experience any adverse consequence prior during or after the procedure.